Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient visualized the filters turning black. The patient alleged sores in nose, dry mouth and throat, headaches, dizziness and face swelling. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.